Manufacturer narrative:
B3: the event occurred on an unspecified date in (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused "infusing at a lower rate have a higher percentage of error, infusing too quickly". This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information b3, b5, d9, d10, h3, h6 and h11: b5: additional information was received, the date of the event was 03/16/2025. It also mentioned that tpn (total parenteral nutrition) was used as the medication. 50 ml of overfill in each bag. Bag ran dry. The following parameters of the infusion were mentioned: step 1: 70 ml/hr, 1 hr; step 2: 142 ml/hr, 1988 ml, 14 hrs; step 3: 71 ml/hr, 70 ml, 1 hr. Programmed vtbi: 2128 ml. Remaining vtbi on pump: 35.4 ml. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and it passed. A review of the event history log revealed the pump alarmed "air-in-line!" With a remaining vtbi of 35.4 ml in step 2 and 70 ml remaining in step 3 of the program. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.